Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 3.25mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was completely removed form the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.